Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device was at battery capacity depletion. The patient was last seen in (B)(6) 2021 and at that time there was one year remaining longevity. The patient was currently in hospice with tachycardia mode off and the patient was pacemaker dependent. Technical services (ts) noted that there was no way to provide guidance on how long pacing would continue once battery capacity depletion is declared. No adverse patient effects were reported.